Event description:
It was reported that the pt experienced withdrawal symptoms after each pump refill. The actual residual volume was greater than the expected residual volume. The health care provider had noted a 5ml volume discrepancy at the last 3-4 pump refill sessions with the pt. The medication being delivered via the device system was compounded morphine.

Manufacturer narrative:
(B) (4).